Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, computed tomography annulus sizing measurements were discrepant, with an initial assessment showing a perimeter-derived diameter of approximately 26.5 mm and repeat measurements in alternative and systolic phases showing smaller annulus dimensions of approximately 24.5¿25 mm. To further assess annulus sizing, intra-procedural balloon sizing with a 24 mm balloon was performed, and contrast injection during balloon sizing demonstrated apparent sealing without visible contrast passage into the ventricle. Based on the collective assessment, a 29 mm valve was selected, and during deployment the valve repeatedly migrated deeper into the left ventricular outflow tract despite attempts to maintain a high implant position of approximately 3 mm. The valve was resheathed and repositioned three times without achieving stable positioning, and a decision was made to exchange to a 34 mm valve, which was implanted successfully with immediate stable positioning and a satisfactory final result. No patient complications were reported as a result of this event.